Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by animas on 08/22/2014 with the following findings: a call service 078 alarm was observed in the device¿s black box history. During a 24 hour duration test, a separate call service alarm was emitted by the pump. Evidence of moisture ingress was found inside the pump. Investigation determined that the moisture ingress was the cause of the call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 078-0008 call service alarm had emitted 3 times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.